Manufacturer narrative:
The other devices listed in this report: description: unknown head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
Plaintiff alleges that after implantation she began experiencing discomfort and as a result the plaintiff was forced to have the device surgically removed.

Event description:
Plaintiff alleges that after implantation she began experiencing discomfort and as a result the plaintiff was forced to have the device surgically removed. Update 03/12/2018: operative report: "metal-on-metal reaction. Presented to the office with signs of pain, and workup was consistent with trunnionosis. A pseudotumor was encountered involving the abductor all the way to the layer of the fascia. The old femoral head was removed. Severe trunnionosis was encountered. There was evidence of severe corrosion." The head and liner were revised.

Manufacturer narrative:
Corrected data: manufacturing site for devices. An event regarding revision for metal reaction, pseudotumors, and pain involving an unknown meridian hip stem component was reported. The event was not confirmed. Device evaluation was not possible as the device was not returned. A review of the provided medical records by a clinical consultant found the case to be inconclusive as insufficient medical records were provided: device history review was not performed as the lot ID is unknown. Complaint history review was not performed as the lot ID is unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information such as identification and return of the device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.